Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that customer was hospitalizes on (B)(6) 2020 due to high blood glucose level. The blood glucose of the customer was 1250 mg/dl at the time of the incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose level event. The customer was treated with intravenous insulin drip, pumping fluid and insulin. The customer did experienced other symptoms tiredness, lack of sleep. The insulin pump will be returned for analysis.